Event description:
While propping the tavr catheter, the delivery system was kinked outside the patient body, no harm to patient. Equipment was taken out of procedure room. Manager was called and variance was completed. Another delivery system was opened and case continued. Dates of use: (B)(6) 2017. Diagnosis or reason for use: obesity.